Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. The visual inspection identified the reported issue and found a hair assembled on the manual add port. The manual add port is assembled by a third party supplier. Based on the location of the hair, the cause was determined to be the supplier manufacturing process. A supplier corrective action has been initiated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have particulate within the bag. The particulate was discovered before patient use; therefore, no patient involvement or adverse events occurred. No additional information is available.